Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged. Subsequently, a revision procedure was performed and the lv was explanted and replaced. No additional adverse patient effects were reported.